Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment, and patient¿s outcome were not reported. The patient was hospitalized for the event and was discharged two days later. The action taken with pd therapy was not reported. No additional information is available.